Event description:
The facility reports the resident's finger got caught between the tub and the chair when the chair was being lowered into the tub. The resident sustained a cut and fractured finger, which required stitches.

Manufacturer narrative:
The investigator reported the lift was all together and functioned well. There was a small crack in both the base cover and the seat. It was reported the seat did not swivel as freely as most seats do. It is concluded the operator did not check to ensure the resident's fingers would not be pinched between the seat the tub prior to lowering the resident. The operating instructions state;" always make sure, the patient's hands and feet are placed on the appropriate rest, or hands are crossed over the chest. " there is also warning which states , "before placing the patient in the tub, make sure that the seat bottom will clear the tub rim height by at least two inches." It is recommended lift operators be advised regarding these warnings and the importance of checking the resident a hand position as they lower the resident the tub.